Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27 mm bioprosthetic mitral heart valve underwent a valve-in-valve procedure in the mitral position due to severe mitral stenosis. Implant duration of pre-existing surgical valve is approximately five (5) years, nine (9) months. The tmvr was performed with a 29mm transcatheter valve. It was reported that the procedure was successful. The patient was stable postoperatively. There were no reported complications and the patient was discharged on pod #3.